Manufacturer narrative:
G2: the country of the event is japan. H3. S<(>&<)>r inspected the device and found no abnormalities, so the repair was cancelled and the product was returned to customer as it is. Hence, device evaluation is not available. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for l4/5 hernia. It was reported that the scope was more blurry than usual. The operation was able to be performed without any problems. The product did not come in patient contact. There was no patient symptom reported. There were no further complications reported regarding the event.